Manufacturer narrative:
Analysis of the extension model 3095-10 serial (B)(4) found no anomaly. The proximal end of the extension was ok. Setscrew marks were not observed as the extension was returned connected. The conductors were ok and the outer insulation was intact. Setscrews were missing from the lead connector sleeve in the extension connector port. Continuity was acceptable and there were no shorts between circuits. Analysis of the lead model 3093-28 lot unknown found no significant anomalies. Only the proximal segment was returned. Connector sleeve #3 was pulled off inside of the extension's distal connection, connector #3 was crushed, and the proximal end was stretched. All conductor wires were stretched and broken on the distal end and the #3 conductor wire was stretched and broken on the proximal end in suspected explant damage. Setscrew marks were observed in the correct location. Continuity was acceptable and the re were no shorts between circuits. Analysis of the neurostimulator model 302336 serial (B)(4) found no significant anomaly. The battery was at the normal end of life and had no telemetry and no output. The connector module, connector port, access hole adhesive, grommets and setscrews were ok. The battery was expanded, the ins can was scratched and there were burn marks from suspected cautery. The insulation coating was scratched.

Event description:
It was reported that the patient lost efficacy of her implantable neurostimulator (ins). The physician thought that the loss of effect was due to battery depletion of the ins but was unsuccessful at diagnosing the issue with the patient programmer. The physician then decided to replace the ins. During explanation, while removing the extension from the lead with a screwdriver, it was observed that a portion of the lead was broken off and trapped in the extension connector. The physician decided to explant the lead as well and implant a whole new system at a later date. Patient was reported as doing "okay". Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received confirmed that the breakage of the lead was a handling issue, but it was not 100% sure that the lead was not previously damaged.

Manufacturer narrative:
Lead model 3093-28, serial# unk, implanted: unk, explanted: (B)(6)-2011, extension model 3095-10, serial# (B)(4), implanted: unk, explanted: (B)(6)-2011.